Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to user error as the operator most likely did not follow instructions per the user's guide to clamp the saline line prior to patient connection at the start of treatment. The cycler alarmed appropriately. A direct correlation between co system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Co considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred during a routine hemodialysis treatment. The operator reported that the saline bag is empty and filling with blood. Rinseback was not performed, resulting in an estimated blood loss of 190cc. No medical intervention was required.